Event description:
It was reported that during service evaluation the device keeps the charge however was not able to generate and control negative pressure also a noise and vibration was noticed. No case involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found no defects. The functional evaluation found that the device failed to charge, noisy and was vibrating, and could not operate on ac or battery power. The root cause identified as a defective vacuum pump and a depleted battery. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation the device cannot keep the charge and was not able to generate and control negative pressure. Also a noise and vibration was noticed. No case involved.